Event description:
Per the audiologist, the patient underwent a skin flap revision surgery under general anesthesia (specific date not reported) due to poor magnet retention. The implanted device remains.